Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed; analysis was inconclusive. A telemetry problem with no output was noted due to the device battery being depleted. Visual inspection found blood/body fluid ingression in the device connector and a dent was seen on the left side of the device.

Event description:
It was reported that telemetry was not able to be established with the device despite using multiple programmers. No tone occurred when a magnet was placed over the device. The physician thought the device reached end of life quickly. The left ventricular lead was also noted to have chronic high output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.